Manufacturer narrative:
The investigation determined that lower than expected results were obtained from two different patient samples and a single level of vitros tdm pv fluid when a new lot of vitros phyt micro slides was put into use on a vitros 5,1 fs chemistry system. The investigation was unable to determine a definitive assignable cause. However, the phyt calibration in use, the vitros cal kit lot 0933 calibrators in use, user error concerning the pre-analytical fluid handling of the cal kit lot 0933 calibrators used for the affected calibration, or an instrument related event could not be ruled out as contributing factors.

Event description:
A customer obtained lower than expected results from a single level of vitros tdm performance verifier (pv) fluid and two patient samples when a new lot of vitros phenytoin (phyt) micro slides was put into use on a vitros 5,1 fs chemistry system. Vitros tdm pv a2956, result of 11.1 ug/ml vs. An expected result of 14.4 ug/ml. Patient sample 2, result of 8.6 ug/ml vs. An expected result of 12.5 ug/ml. Patient sample 3, result of 7.7 ug/ml vs. An expected result of 10.4 ug/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. These results were not reported from the laboratory and there was no allegation of patient harm as a result of this event. This report is number 2 of 3 MDR¿s for this event. Three (3) 3500a forms are being submitted for this event as 3 devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).